Event description:
It was reported the devices were used during an unknown procedure. It was reported by the affiliate that the devices were dropping staples. There was no pt consequence.

Manufacturer narrative:
D6: device returned with no lot identification. H6; the instrument was received empty. The instrument was examined and was found to be within design specifications. No functional testing could be performed due to the instrument being empty. Endopath endoscopic articulating multifeed stapler: abcdefh)no conclusion could be reached as to why the reported insts. "Were dropping staples" during surgery. A)the inst. Was returned empty and no functional testing could be performed. The inst. Was cycled and was found to be within design specifications. Bcdefh)it was concluded the insts. Were examined and were found to be functional and were cycled, fired, and properly formed the remaining; b)4 staples c)9 staples d)17 staples e)8 staples f) staples; all without incident. Gi)it was concluded that the reported insts. "Were dropping staples" during surgery and it was concluded the staples had malformed due to the malformed holder, and this was due to a vendor error. I)the inst. Fired and properly formed the remaining staples. It was concluded that a malformed holder, due to a vendor error, may have caused the reported incident.